Event description:
It was reported that the site reminder did not repeat as expected. During troubleshooting it was determined that the volume for the reminder was set to "low." Tandem's customer technical support (cts) assisted the contact with changing the volume setting to "high." There was no reported impact to the customer's blood glucose level. The contact declined to upload the pump data logs for review by cts therefore, it could not be confirmed if there was a site reminder malfunction.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the site reminder did not repeat as expected. During troubleshooting it was determined that the volume for the reminder was set to "low." Tandem's customer technical support (cts) assisted the contact with changing the volume setting to "high." There was no reported impact to the customer's blood glucose level. The contact declined to upload the pump data logs for review by cts.